Event description:
During a patient use event, the user is reporting the device did not appropriately monitor the patient's blood pressure. There are no known consequences or impact to the patient.

Manufacturer narrative:
Updated event date only.